Event description:
It was reported that when opening the pouch that contains the sterile pack of palacos r+g powder, the two pieces that are glued together (one clear/one white), tear improperly, possibly contaminating the sterile pouch. The reported event occurred during the surgery after the packages were opened. The product was discarded and an alternate device was opened to complete the surgery. There was no harm or delay reported.

Manufacturer narrative:
The device was discarded by the customer and will not be returned for eval. A follow up medwatch will be submitted once the investigation is complete.